Event description:
It was reported that during a procedure for prolapsed and hemorrhoids procedure, the device did not staple. Some of the staples are still located in the staple housing. The case was completed with sutures. There was no adverse patient consequence.